Event description:
On (B)(6) 2018, the customer received the following results on the compact plus system within 10 minutes: 33 mg/dl and 67 mg/dl. On (B)(6) 2018, the customer received the following results on the compact plus system within 10 minutes: 29 mg/dl, 28 mg/dl, and 96 mg/dl. On (B)(6) 2018, the customer received the following results on the compact plus system within 10 minutes: 28 mg/dl and 116 mg/dl. On (B)(6) 2019, the customer received the following results on the compact plus system within 10 minutes: 27 mg/dl and 85 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.